Event description:
It was reported that during a right posterior descending artery (rpda) stenting procedure, the 2.25x18mm xience nano rx stent met resistance when attempting to advance through the tight, heavily calcified ostium of the right coronary artery. The stent delivery system was removed; however, upon removal, it was noticed that the stent was not on the delivery system. The stent was located via intravascular ultrasound (ivus). Snaring was attempted, but unsuccessful, so the stent was crushed against the wall of the mid right coronary artery with a 4.0x20mm non-abbott stent (ion stent). The rpda was then stented with a 4.0x8mm non-abbott stent (ion stent). The delay in procedure was not clinically significant. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as tight and heavily calcified, which likely contributed to the failure to cross. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in damage to the stent such that the stent became loosened on the balloon. Subsequent interaction with the calcified lesion during retraction would have then led to the stent dislodgement. A review of the electronic lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. There is no indication of a product quality deficiency. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Since there was no damage noted to the stent or all stent delivery systems during the inspection prior to use, this suggests a product deficiency did not contribute to the reported difficulties.